Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2014 with the following findings: evaluation confirmed evidence of battery compartment leak. Corrosion is present in battery compartment. No damage to pump case visible. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. A leak test was performed and pump passed leak test. The pump was opened to further investigate for internal moisture damage. No evidence of moisture damage found on internal components or pcbs. Moisture damage found in battery compartment only. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.